Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said the last couple weeks (confirmed in may), their ins battery was dying within one day, where before the ins would last 3 days before it died. Pt said the date and time on controller were also different. Pss offered to help pt with the date/time during the call, but pt declined (pss not able to obtain controller serial number). Pss asked, pt said they had not changed their settings, but did have the ins on high settings, which was why they had to charge every 3 days before. Pt also said their leads were not changed when the ins was (see related case (B)(4) ). The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.